Event description:
It was reported that this pacemaker experienced difficulties during interrogation with two different programmers. The last recorded transmission occurred several months ago, and a subsequent message displayed months later that the implanted device was not found. Technical services (ts) recommended using a magnet to check for a response and the plan is to contact the representative for further assistance. No adverse patient effects were reported. This pacemaker remains in service.